Manufacturer narrative:
(B)(4). A sample was returned and an evaluation was performed to investigate the reported event. Visual inspection and clamp function testing were performed with damage to the red clamp noted. A leak test and clear passage test were performed with no issues noted. A clamp function test was performed with a damaged red clamp noted. The device underwent a simulated therapy with no issues noted. The issue of a damaged red clamp was identified during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation identified the damaged clamp through a visual inspection. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During evaluation of a returned integrated apd set with cassette, a damaged red clamp was identified. It was unknown if there was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.